Event description:
There was a complaint of questionable hba1c iii tina-quant hemoglobin a1c iii results for 1 patient tested with a cobas 4000 c311 stand alone system. The initial result at an unknown time was 7.6%, with a repeat of 7.3%. The repeat result from an unspecified site was 6.5%. The questionable result was reported outside of the laboratory. The reagent lot number and expiration date were requested but not provided.

Manufacturer narrative:
The qc and the calibration were reported to be within normal ranges. A general reagent problem can be excluded. The field service engineer (fse) exchanged the heat cut filter of the lightpath and adjusted the analog to digital converter (adc) log. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.